Event description:
The patient reported that he has been getting elevated blood glucose values (250-499 mg/dl) over the past month. He stated that he believes the infusion device is not functioning properly. He reported that he has switched back to injections and his blood glucose values have returned back to normal (100-160 mg/dl). The pt reported experiencing nausea and fatigue with the elevated blood glucose values. The patient did report that he was also experiencing 04 (occlusion) alarms and at times could smell insulin but could not find any evidence of leakage. The patient did not report requiring medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.